Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unspecified alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.